Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other: device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported fracture and high impedance were confirmed in the laboratory. Only the connector pin portion of the lead was returned measuring 11.9cm. Visual inspection noted both rv cables and one of the svc cables were fractured and melted at 3.8cm from the connector pin. The fracture was consistent with fatigue.

Event description:
It was reported that the hv lead impedances were increased. The spiral cables next to the terminal pin seem to be damaged. During the lead revision, the physician cut a small portion of the lead for evaluation and capped the rest of the lead.